Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated the battery compartment had a crack. No further details were provided. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Software version 4.11e. Retainer ring black. Customer returned device for an alleged cosmetic damage battery side of case and unexpected power loss found on 17-dec-2021. Device passed the displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts or anomalies noted during testing. Successfully downloaded history files and traces using thus. No unexpected alarms listed in history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, pillowing keypad overlay, stained keypad overlay, and partially stained serial number label. Cosmetic damage at battery side of case confirmed. Unexpected power loss not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.